Event description:
It was reported that the pump touch screen became shattered and unresponsive after the customer bumped the pump into an object. Additionally, it was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose was 250 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.